Event description:
It was reported that after an index cardiac ablation procedure, the patient experienced urinary retention with difficulty passing urine and was unable to void despite multiple attempts. A similar episode was reported to have occurred many years earlier after hernia surgery, which had resolved spontaneously without requiring an indwelling catheter. A "bladder scan" showed greater than 700 mL of retained urine, and after the patient was able to void spontaneously overnight without requiring an indwelling catheter, a repeat "bladder scan: still showed a residual volume greater than 300 mL. The event was associated with prolongation of an existing hospitalization. An oral alpha blocker medication was initiated, and the patient recovered/resolved and was discharged. The investigator assessed the event as not related to a study procedure, the catheter, or transseptal puncture, while the sponsor assessed the event as possibly related to the index procedure and not related to catheter or transseptal puncture. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.